Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the cause of her death was due to diabetes complications, but is not official yet. The caller stated that he does not want to return the insulin pump for analysis, and he would like to donate the device. No further info was provided.